Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Per tandem's user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 150-181 mg/dl and diabetic ketoacidosis identified as dangerous. Customer was hospitalized for three days; treatment was not provided. Customer attributed the event to physical activity; however, customer reported using infusion sets for up to 8 days (192 hours) and refilling cartridges. Tandem technical support informed customer that using supplies longer than 72 hours and reusing cartridges is off label. Customer acknowledged and understood.